Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Star poly exchange, due to ankle instability caused by patient non-compliance.

Event description:
Star poly exchange, due to ankle instability caused by patient non-compliance.